Event description:
As reported, particles were observed inside the packaging of four, 4f 90cm pig tempo diagnostic catheters. The product was not used as the particles were visible prior to use. There was no reported patient injury. The products were sealed in their original packaging. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d9, g3, g6, h1, h2, h3. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, particles were observed inside the packaging of four, 4f 90cm pig tempo diagnostic catheters. The product was not used as the particles were visible prior to use. There was no reported patient injury. The products were sealed in their original packaging. The devices will not be returning for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, particles were observed inside the packaging of four, 4f 90cm pig tempo diagnostic catheters. The product was not used as the particles were visible prior to use. There was no reported patient injury. The products were sealed in their original packaging. Additional information was requested but not provided. The devices associated with this complaint were not returned for analysis. Since no samples or images were provided, visual and functional analysis could not be confirmed. A review of the product history record for lot 18366342 showed no anomalies or nonconformances during manufacturing or inspection processes that could be linked to the reported condition. All records indicate that the lot met established specifications at the time of release. The reported malfunction ¿packaging/pouch/box ¿ foreign material in sterile package ¿ moveable particle¿ could not be substantiated because the devices were not returned and images were not provided. Since no samples or images were provided, the presence of foreign material within the sterile packaging could not be confirmed. The exact cause of the reported event cannot be determined through this investigation. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿do not use if package is open or damaged.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.